Event description:
Pt reported obtaining back-to-back blood glucose results of 174 mg/dl, 521 mg/dl, and 165 mg/dl, while using the suspect device. Pt indicated that, at the time the results were obtained, she was exhibiting symptoms of hypoglycemia. Pt reportedly self-treated by eating applesauce. No pt injury was reported. Pt stated that quality control testing had been performed, by a lab, and the level one test fell outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.